Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they tried the intrathecal pump trial and it turned out to be a disaster. They reported a catheter implant complication. On (B)(6) 2012, the catheter that they inserted in the spinal column wrapped around one of the hanging nerves and it was extremely painful. The patient stated that their right foot was still numb and tingly, and their left foot was too. No drug ever went into this trial. The patient later reported that they did not provide any special treatment for the nerve injury, and they had just been letting it resolve by itself. They stated it was better than when the injury first occurred, but it had not fully resolved.

Manufacturer narrative:
(B)(4).